Manufacturer narrative:
(B)(4). Final analysis confirmed the reported backup operation. The root cause of the anomaly was a code corruption. After device software download, the device exhibited normal device characteristics.

Event description:
It was reported that the patient experienced shortness of breath and presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015.